Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a manufacturer navigation software anomaly tracking database.

Manufacturer narrative:
Patient ID not provided due to (B)(6) patient privacy regulations. Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that during spinal fusion procedure, the imaging system displayed error initializing collimator. Rebooting the system resolved the issue. The procedure was completed with the use of imaging. There was a delay of less than 1 hour. No impact on patient outcome.

Manufacturer narrative:
Additional information: manufacture date provided in appropriate field. Correction: UDI has been updated to proper value.